Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 52mm, pn 157452, ln unknown. Unknown stem, pn unknown, ln unknown. Reported event was able to be confirmed via operative report. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09416.

Event description:
It was reported that the patient's right hip was revised approximately seven years post-implantation due to aseptic lymphocytic vasculitis-associated lesion, elevated ions, pseudotumor and metallosis. Tissue damage and corrosion of head and trunnion were noted. Right hip aseptic lymphocytic vasculitis-associated lesion was found. During surgical procedure encountered large mass of fluid, appeared noninfected, but inflammatory in nature. Remaining tissue stained brown and appeared consistent with metallosis/metal ion debris. Posterior capsule destruction was noted due to pseudotumor and metal ion reaction. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified scratching and scuffing on the outer radius of the modular head. Dried debris was observed on the outer radius. A black ink mark is present on the outer radius. The head remains assembled with a taper insert. The insert is etched +3. Tool marks and gouging are present on the exposed surface of the insert. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.